Event description:
It was reported that after distal bur, exposure guard was switched for the visual guide for resection accuracy. All three different visual guards did not lock fully in 3 different handpiece locking collars. Each handpiece was inspected after case for reasons the visual guard did not full lock in place. All other guards were tested on each handpiece and verified as fully locked. Surgeon could not validate accurate resections with navio since visual guide did not fully lock in handpiece collar. Visual guide was carefully semi locked in place and stabilized but still did not provide true accuracy.

Manufacturer narrative:
The device, used in treatment, was returned evaluation and was discarded. The initial visual/functional investigation completed found that the notch curvature of the probe plate was different with the inner diameter measuring out of specification. The serial number for the device was not provided. However, all lots of pn 101425 distributed to the field from when the part number was first inspected (4/25/2016) to the complaint occurrence date (4/16/2019) were reviewed finding one ncmr that was related to fit issues between the handpiece and the visualization tool. The affected lots included in this ncmr were subsequently quarantined. It is possible that parts of the affected lots were released for distribution prior to the issue being detected in the field. A complaint history review was performed and found similar reports of this issue. Therefore, based upon previous complaint data and visual inspection of the returned part, the device did not meet manufacturing specifications. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to properly attach the guards to the handpiece. This failure is an identified failure mode within the risk file. A relationship between the device and the reported event has been established. The probe plate had a different curvature that matched those of previous suppliers. The root cause of the reported was due to raw material fault from the supplier. Per complaint details, the device malfunctioned during use. Based on the information provided, according to the report, cuts made for the 5-1 block, tibia resections required checks with manual angel wings as reasonable resections by the surgeon. There was no surgical delay or patient injury/impact.